Manufacturer narrative:
Additional information: a2: age at time of the event 35 years. A3: gender: male. B3: date of event: (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity: unknown. Date of event: unknown. (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, lot history, and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for the patient interface showed that there were no issues or non-conformities. The device and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss during laser fire occurred using the patient interface (pi). The procedure was completed successfully. No patient injury and/or complications were reported. No additional information received.

Manufacturer narrative:
Section d9 device available for evaluation "yes" returned on oct 20, 2021. Section h2 additional information/device evaluation. Section h6 testing of actual suspect device: device evaluation: 1 opened pi received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed with all results within specifications. The reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.